Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive. Customer's blood glucose was 115 mg/dl. Reportedly, the customer did not have backup insulin therapy and declined follow-up to ensure backup therapy was obtained.